Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report damage to the insulin pump; cracked on the reservoir compartment and the battery compartment. The customers blood glucose reading was 600 mg/dl. Customer also reported that the sensor reading was low, but his blood glucose reading was high. The customer treated with a manual injection and water. The device was replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump had broken battery tube threads, reservoir tube lip almost completely broken off and test reservoir will not lock/click in place, minor scratched display window, missing end cap sticker and missing reservoir tuber o-ring. Unable to perform the basic occlusion test and occlusion test due to reservoir tube lip anomaly. Pump passed the operating currents measurement, self test, unexpected restart error test, displacement, prime and excessive no delivery test.